Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button was stuck down in one location, and was hard to press. The customer was still able to access that the pump. The customer's blood glucose level was not impacted. Reportedly, the customer continued using the pump for insulin therapy.